Event description:
A report has been received of an incident of where the right swingaway bracket pin has sheared off. Currently this bracket is not locking in place. Part sent under warranty for replacement. No injury had occurred. The device has been issued to an end user in the past 3-6 months.